Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken battery cap and missing pieces on the reservoir compartment. The patient's blood glucose at the time of incident was 219 mg/dl. The damage occurred due to wear and tear. The battery had power but a partial display anomaly occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube noted during our visual inspection. However, the insulin passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No partial display noted during testing. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump had broken battery cap, cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads.